Event description:
The customer reported that the device overheated during a surgical procedure at the user facility. No information was available regarding patient involvement, adverse consequences, surgical delay or medical intervention.

Manufacturer narrative:
Additional information: d4 gtin updated device evaluation: follow-up report submitted to document device evaluation results.

Event description:
No new information.